Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. . It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the ¿no endoscopic detection¿ was not reproduced. The ¿no image¿ error was determined to be a phenomenon caused by a patient-side board failure based on the facts obtained from the survey. The cause of the substrate failure was not estimated. The device was repaired on site and was not returned from the facility. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center is unable to detect endoscope. The event occurred during functional test. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was repaired onsite and the printed circuit board was exchanged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.